Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that after the sensor was pulled out, cannula was not coming out. The customer believes the needle is still in the body. The customer is soar around the insertion area. The customer's blood glucose was unknown.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis. Unable to confirm the needle anomaly due to the customer not returning the needle, only the sensor.